Event description:
It was reported that at pump replacement surgery, it was noted that the entire catheter had coiled into the patient's abdomen. The catheter was replaced with a new catheter. The pump contained baclofen 3000 mcg/ml and morphine 5 mg at a rate of 500 mcg and 0.83mg/day. No patient symptoms were reported prior to pump replacement.

Manufacturer narrative:
Results - used for the catheter.